Event description:
During a follow-up in-clinic, episodes of nose were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve event. Lead fracture was confirmed visually during the replacement procedure. The patient was stable.